Manufacturer narrative:
The investigation determined that non-reproducible vitros valp results were obtained on quality control fluids processed on a vitros 5600 integrated system. The definitive assignable cause for this event could not be determined. However, inconsistent reagent pack and control fluid handling protocol cannot be ruled out. Acceptable vitros vanc performance has been observed since the appropriate handling protocols have been put into use. In addition, an instrument issue cannot be ruled out as a potential contributing factor. Following service actions on multiple subsystems, instrument performance was verified with successful completion of within-run precision testing. The root cause of this event is unknown.

Event description:
The customer observed higher than expected vitros vanc results on quality control fluids processed on a vitros 5600 integrated system. Vitros vanc reagent, lot 2514-28-3237 pack 4781 biorad l3 vitros valp= 43.6 versus expected 33.2 ug/ml vitros vanc reagent, lot 2514-28-3237 pack 4782 tdm lev I vitros valp= 11.8 versus expected 8.6 ug/ml tdm lev ii vitros valp = 26.4 versus expected 20.1 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros valp patient sample results were questioned. There was no allegation of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).